Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. It is likely that during advancement through the 100% occluded lesion, the balloon outer surface became compromised and/or damaged resulting in the reported balloon rupture during the first inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a chronically occluded lesion in the left superficial femoral artery. The armada 18 was advanced to the lesion and ruptured during the first inflation at 8 atmospheres. An armada 35 was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.